Event description:
The pt underwent placement of pneumothorax catheter by physician using a catheter for a pleural effusion. It was discovered during a subsequent surgical procedure on (B)(6) 2011, that the protective plastic tip to the catheter was not taken off during prior to the initial placement of the pneumothorax catheter and became lodged in the pleural space adjacent to the lung. It is believed that the tip became dislodged from the catheter when the catheter was removed just prior to the surgery. During this surgery, the surgeon simply removed the plastic tip with no harm to the pt. The plastic tip measures about 3/4 of an inch long and about 1/8 wide. Pt was informed of foreign body retention and made full recovery from surgical procedure.

Manufacturer narrative:
(B)(4) removal of foreign body is not listed in the instructions for use. (B)(4) protective plastic tip left in pt not listed in the instructions for use. Product was not returned to assist in our investigation. Per specification, "distal tip of catheter must be free of splits and damage. Replace protector covering needle bevel". Product is shipped with an IFU which states, "ensure that the tip protector is removed from the device". The implant product was not returned to assist in our investigation. Quality control confirms that the distal tip of catheter is free of splits and damage and replaces protector covering the needle bevel. Additionally the product is shipped with an IFU which states, "ensure that the tip protector is removed from the device". It is feasible to suggest that the physician did not remove the tip protector from the device prior to insertion. We will continue to monitor for similar complaints and have notified the appropriate personnel. We will continue to monitor similar complaints and have notified the appropriate internal personnel. Per the conclusion of quality engineering risk assessment, no further mitigating action is necessary at this time.